Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, the trunk cable was broken off and missing, and the cable connecting the dn and ECG electrode c and d was pulled from the strain relief. The pulled cables damaged internal wiring. The root cause of the damaged cables and wires is excessive force placed on the cables. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had damaged cables.